Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be user related due to the placement of the aortic body in an off label neck diameter. The aorta was too large for the largest ovation device. The final patient disposition was pending a new intervention, not yet scheduled, however there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a routine follow up where physician observed a type ia endoleak. A re-intervention was performed on an unknown date where a palmaz stent was placed at the level of the sealing rings. The aneurysm sac was reportedly depressurized, however, the endoleak remains. The physician elected to conclude the procedure and perform a second intervention on a later date to coil and glue the endoleak. As of the date of this report, there have been no additional patient sequelae reported.